Manufacturer narrative:
H4: the lot was manufactured from november 28, 2022 - november 30, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume folfusor ruptured. This was identified during inspection post compounding. The device had been with fluorouracil to a final fill volume 240ml. There was no patient involvement. No additional information is available.